Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and no problems were found on the clip. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed. Investigation found that the clip assembly was still attached, and without any evidence of detachment. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on an unknown date. The anatomical location of the procedure is unknown. During the procedure, when the clip was passed down through the working channel, it was noted to be dangling off the end of the catheter. Thus, the clip could not be opened to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on an unknown date. The anatomical location of the procedure is unknown. During the procedure, when the clip was passed down through the working channel, it was noted to be dangling off the end of the catheter. Thus, the clip could not be opened to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.